Event description:
After having major bleeding for three months and horrible pain, it was found that the essure device in my left tube had migrated into my uterus. I had to have a hysterectomy with bilateral salpingectomy at (B)(6).